Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the switch did not work due to an error in switch flexible printed circuit unit cover (swfpc). The waterproof function was lost on the rear cover parts due to poor water tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head switch for the scope/camera head did not work and the waterproof function is lost (rear cover parts). There was no patient involvement.